Manufacturer narrative:
Further information from the reporter regarding the event, and patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of hypotony is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a patient with a xen 45 gts implanted in the unknown eye "suffered hypotony which needed surgical resolution."

Manufacturer narrative:
Allergan has initiated an investigation into the lot number discrepancy.

Event description:
Additional information reported treatment was provided as vitrectomy and drainage of choroidal effusion / haemorrhage. The event of choroidal effusion is slowly resolving and the device remains implanted.